Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, a weight test of the device was completed and found the device to be underweight, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified two breaks(striated) on the anterior, a broken crease(sharp) on the posterior and stress marks. Based on the device analysis the final assessment is a striated break due to surgical damage consist in the use of a surgical tool, a crease(sharp) break on the posterior due to fold(flaw) opening and missing shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.